Event description:
It was reported that during device upgrade an external abrasion was observed on the rv lead. The lead was repaired and remained implanted. The patient was good before, during, and after the procedure.